Manufacturer narrative:
Batch review performed on 29 october 2020: lot 178259: (B)(4) items manufactured and released on 29-mar-2018. Expiration date: 2023-03-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: ball heads: mectacer 01.29.204 biolox delta ceramic ball head 12/14 ø 32 size s -4 (k112115) lot. 178993. Batch review performed on 29 october 2020: lot 178993: (B)(4) items manufactured and released on 04-dec-2017. Expiration date: 2022-11-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: liner: mpact 01.32.3241hct flat pe hc liner ø32/d (k103721) lot. 174521. Batch review performed on 18 november 2020: lot 174521: (B)(4) items manufactured and released on 07-dec-2017. Expiration date: 2022-11-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting pain due to developing psoas tendonitis. The cause of the psoas tendonitis is unknown. 2 years and 5 months after the primary the surgeon revised the acetabular components and the ceramic head. The surgery was completed successfully.